Event description:
Patient was transferred. Patient developed respiratory failure due to his sleep apnea and obesity. He ultimately underwent trach placement and was maintained on ventilator. Patient had problems with agitation and confusion and was seen by dr. He was treated for mrsa pneumonia and bacteremia. He underwent peg placement. He was transferred in 2005 for further care. Patient was admitted and maintained on the ventilator. Attempts were made to wean him with use of trach mask but these did not go well. Patient on multiple occasions had acidosis with hypercarbia and decreased level of consciousness. Accordingly, patient was kept on the ventilator more of the time. Patient was allowed to eat and swallow adequately so that his feeding tube was able to be removed. Patient worked with therapies as able but was limited because of his lung disease. Patient had ongoing problem with agitation, confusion and impulsivity. Blood sugars were followed serially and were in reasonably good control. Patient basically was stable for the last couple of weeks and arrangements were being made for transfer to ventilator unit. Patient apparently disconnected his ventilator tubing. It is unclear how much time elapsed before he was found (thought to be 15 minutes or less )but patient was found to be cyanotic and pulseless. Patient was found to be in asystole and CPR was initiated. Patient was urgently transferred where he was admitted by the hospitalist service.